Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9308367, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-04. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 9308367. Unable to perform complaint lot history check for needle hub separates for unknown lot number. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two (2) photos of a loose bd insulin syringe were provided. Customer reported needle hub separate when removing shield. The two photos provided were reviewed, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 9308367. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 10 aug 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that an unspecified number of bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported, needle hub separate when removing shield. Stated, she did try to reattach them but was unsuccessful, (advised not to attempt to reattach if it happens again) stated, its happened in the past but date of event unknown and lot, unknown. Catalog: 324910. Date of event: unknown. Email received: I'm writing to report a serious quality problem with "bd veo insulin syringes with bd ultra-fine needle (6mm)." When pulling off the orange cap, the syringe hub detaches from the barrel, remaining stuck in the cap. I use 5+ syringes per day, and I find this problem in about half the syringes, if not more. To get the hub to stay attached to the barrel, I have to twist the cap back and forth and pull it off at an angle. This has happened for multiple boxes/lots of syringes, over the past year. The current box is lot 9308367, manufacture date 2019-12-02, use-by date 2024-11-30.